Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 280 mg/dl. Although the system check by tandem technical support indicated that the site was a possible cause of the occlusion, the customer could not resolve with occlusion with a site change and indicated that the pump supplies would be changed. The customer was to address the bg level with a correction bolus.